Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device eval by MFR: doctor kept.

Event description:
It was reported that there was a revision of a primary left hip, the patient's proximal femur was split upon inserting the accolade stem.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. DHR indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because further information is needed.

Event description:
It was reported that there was a revision of a primary left hip, the patient's proximal femur was split upon inserting the accolade stem.